Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 52.5cm. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead exhibited high pacing impedance even after being repositioned multiple times. The lead was removed and replaced. The patient was in stable condition before, during, and after the procedure.